Manufacturer narrative:
Correction: this MDR was a duplicate. Any further information will be provided with report number 6000034-2025-03900.

Event description:
Per the clinic, the patient experienced extrusion and infection over the magnet site. Subsequently, the patient was placed under general anesthesia on (B)(6) 2025, in order to explant the device. There are no plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.